Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion, the clinician was not able to thread the spring wire guide through the needle. As a result, they used a smaller wire and were able to place the catheter successfully. There was no delay in treatment and no patient death or complications were reported. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.